Event description:
Patient placed in a supine position of the fracture table, and arms were brought across them and held in place by a draw sheet and two surgical clips. The patient's left foot was placed in a leg holder, and their right foot was having traction applied manually. A physician was in attendance on the patient's right side. A pelvic holder was in place between patient's legs for positioning when the bottom piece of the fracture table was removed. With elevation of the bed, the patient was pulled to the right side, and slid and subsequently fell against the physician and landed on the floor.